Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient experienced a right breast tissue expander break through; the tissue expander tab broke through the skin".

Event description:
Healthcare provider reported "patient experienced a right breast tissue expander break through; the tissue expander tab broke through the skin" the doctor did a revision surgery to replace the original tissue expander. The device has been explanted and replaced.